Event description:
A health care professional reported with a description of lens had a defect (a crack in the optical zone). The procedure was completed with new iol. There was no patient contact and no patient harm. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).